Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited damaged ccd adjustment and burn marks on cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation the root cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.